Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device remains implanted. This relates to the right side.

Event description:
Healthcare professional reported no capsular contracture occurred on the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: white particles observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted.